Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had frequent no delivery alarms on their insulin pump. Customer also stated their meter was not working. The customer stated they were able to resolve the no delivery alarms with an infusion set change. Customer's blood glucose was 169 mg/dl. The customer declined to return their infusion set and reservoir for analysis. No additional information provided.